Manufacturer narrative:
Annex c: 4247 - this complaint was not escalated to root cause analysis.

Event description:
A depth gauge was found broken in a kit. The device was not used and there was no patient involvement.